Manufacturer narrative:
Literature citation: ¿quadrangular resection versus chordal replacement for degenerative posterior mitral leaflet prolapse¿ published by annals of translational medicine. Ann transl med 2021;9(1):60. The authors: jiexu ma, jian liu, peijian wei, ximeng yao, yuyuan zhang, liangzheng fang, zhao chen, yanjun liu, tong tan, hongxiang wu, huanlei huang, bin xie, jimei chen, jian zhuang, huiming guo submitted oct 21, 2020. Accepted for publication dec 08, 2020. Doi: 10.21037/atm-20-7475 view this article at: http://dx.doi.org/10.21037/atm-20-7475.

Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed.

Event description:
The following information was received through literature ¿quadrangular resection versus chordal replacement for degenerative posterior mitral leaflet prolapse¿ published by annals of translational medicine. Ann transl med 2021;9(1):60. The study was to compare midterm results of quadrangular leaflet resection versus chordal replacement for the repair of degenerative posterior mitral leaflet (pml) prolapse, and to explore the risk factors for recurrent severe mitral regurgitation (mr). For chordal replacement, a 4-0 or 5-0 expanded polytetrafluoroethylene (eptfe) gore-tex suture (w. L. Gore & associates, inc, (B)(4), USA) with a gasket was mainly used. The results state that in recurrent mr and mv reoperation, 1 for artificial chordae fracture.